Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control completed a clinical review of the reported event and agreed with the clinical manager's assessment that the device use did not contribute to the patient outcome. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event involving a patient.  Medical personnel advised that the patient was deceased upon arrival. The clinical manager advised that the device use did not contribute to the patient outcome. Following the event, the customer was able to power the device on multiple times without any discrepancies.